Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) male patient underwent angioplasty of a vein graft on (B)(6) 2014. The hydrophilic layer/top layer came off of the sheath. The top layer was retrieved from the patient. The procedure was completed successfully with another device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Lot #: unknown as not provided by the reporter. Catalog #: kcfw-5.0-35-55-rb-hfanl1-hc. Expiration date unknown as lot is unknown. (B)(4).

Event description:
A (B)(6) year old male patient underwent angioplasty of a vein graft on (B)(6) 2014. The hydrophilic layer / top layer came off of the sheath. The top layer was retrieved from the patient. The procedure was completed successfully with another device.

Manufacturer narrative:
Catalog #: kcfw-5.0-35-55-rb-hfanl1-hc. (B)(4). Investigation: a review of the complaint history and quality control was conducted for the purpose of this investigation. No device was returned to assist in this investigation. There was no evidence to support that the device was not manufactured to specifications. As part of cook incorporated¿s quality system procedures, each complaint is investigated and as part of the investigation, risk is assessed, based on severity, detect-ability and occurrence. Based on this analysis, action taken may include the following: continued monitoring of similar events, corrective action or preventative action. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A (B)(6) year old male patient underwent angioplasty of a vein graft on (B)(6) 2014. The hydrophilic layer / top layer came off of the sheath. The top layer was retrieved from the patient. The procedure was completed successfully with another device.